Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The 15mm x 3.50mm nc quantum apex monorail balloon ruptured at 10atm on the initial inflation. The device was removed intact. The procedure was complete with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacture: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).